Manufacturer narrative:
The device has been reported available for return; however, it is yet to be received.

Event description:
The event involved a microclave¿ clear connector. The reporter stated that the biomedical syringes were being pushed out by the microclave. They stated that during use, the microclave no longer performed the proper locking mechanism that it always used to, and that it is now necessary to maintain all the pressure in the patient's line through the microclave for drug administration. The reporter stated that the syringes disconnected even after performing the quarter turn. No medication was used at the time of the event. There was patient involvement, a delay in therapy, however there was no adverse event and harm as result of this event.

Manufacturer narrative:
The photo returned showed the microclave and syringe packaging. No defects or anomalies noted. Received one (1) opened/unused 011-mc100 and one (1) new 011-mc100 microclave for inspection. No defects or anomalies noted. No mating devices returned for inspection. An ICU medical provided male and female luer were used to connect to both sides of microclave. There were no issues in connecting or disconnecting. The connections were secure with no propensity to disconnect. The reported complaint could not be confirmed. Without the return of the mating device, a comprehensive failure investigation cannot be performed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.